Manufacturer narrative:
Initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not received; therefore, testing could not be performed. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. At an unspecified date and time the device was programmed to deliver fluorouracil for a home care patient. No specific programming parameters were provided. It was reported the patient returned the hospital the next morning. At that time the patient reported that at approximately 9pm the night before, 6 hours after the delivery was started, the device had shut down on its own. There was no report of an alarm. When nurse powered the device back on the device displayed that 60ml had been delivered and the remaining volume to be infused was 440ml. A replacement device was used and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. At an unspecified date and time the device was programmed to deliver fluorouracil for a home care patient. No specific programming parameters were provided. It was reported the patient returned the hospital the next morning. At that time the patient reported that at approximately 9pm the night before, 6 hours after the delivery was started, the device had shut down on its own. There was no report of an alarm. When nurse powered the device back on the device displayed that 60ml had been delivered and the remaining volume to be infused was 440ml. A replacement device was used and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.